Event description:
It was reported patient presented in clinic with device showing post-sensed t- wave oversensing. The patient received inappropriate hv therapy. Programming changes were made resolving the issue. The patient condition was fine.